Manufacturer narrative:
D9: product was expected to be returned but the customer did not return the items. H3: product was not returned by the customer. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples and low-hcg negative urine samples (4 miu/ml). The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: · very low levels of hcg (less than 50miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. · as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Product is expected and is pending return from the customer. Results pending completion of the investigation.

Event description:
(B)(6) 2022: customer experienced false positive result when using the fisher sure-vue hcg stat serum/urine tests. Test was performed according to the instructions for use. Sample was confirmed as negative due to beta hcg results being less than 2.39. The test method and units of measure were not provided. The test was used as a presurgical screen. The customer reported that no treatment was withheld or delayed as a result of the false positive result. There were no known adverse patient outcomes. The nature of the surgery was not provided. The customer reported 3 incidents of false postitive results. Additional mdrs were submitted under 2027969-2022-00079 and 2027969-2022-00080.